Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the insulin pump stopped working and had motor error alarm, they rewind the insulin pump and still got motor error. The customer blood glucose level was 364 mg/dl. The customer was assisted with troubleshooting. Customer states the drive support cap was normal. Customer states insulin pump has not been exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.